Event description:
Caller reported mobile system blood glucose results of 5.6 mmol/l, 6.8 mmol/l, and 3.6 mmol/l within 10 minutes. Customer self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.